Event description:
It was reported that a guidewire got stuck. It was reported that during a procedure a farawave catheter was selected for use. However, it was noted that while inside the left atrium, finishing pfa delivery in the left superior pulmonary vein, the wire became stuck within the catheter. The system was removed from the patient, and the team attempted to correct the issue. The wire was eventually removed with significant force. The physician replaced the catheter with a new one to continue the procedure. The procedure was completed without patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a guidewire got stuck. It was reported that during a procedure a farawave catheter was selected for use. However, it was noted that while inside the left atrium, finishing pfa delivery in the left superior pulmonary vein, the wire became stuck within the catheter. The system was removed from the patient, and the team attempted to correct the issue. The wire was eventually removed with significant force. The physician replaced the catheter with a new one to continue the procedure. The procedure was completed without patient complications. The device will return for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.